Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
The consumer reported that he had blurry vision and was not able to read up close. According to the consumer, yag was performed approximately 2 months ago and there was no improvement. No details were provided regarding the type of yag or reason for it. This report refers to the pt's right eye. Additional information has been requested, but has not been received.